Manufacturer narrative:
(B)(4). Insulin pump received unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify lost sensor alarm due to cracked bleeding lcd.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 64 mg/dl. The customer was treated with the food and juice. The customer declined the low blood glucose troubleshooting. There was lost sensor alarm. The troubleshooting was performed for the lost sensor alarm. The insulin pump will not be returned for analysis.